Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed no delivery, had an absence of low reservoir alarm, and displayed incorrect time settings. The blood glucose reading was 167 mg/dl. The customer stated that the insulin pump changed time without notice. He noted that the device lost greater than 3 minutes' time within 10 days and greater than 9 minutes within 30 days. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.